Event description:
One patient with discrepant thyroid stimulating hormone results. Initial result 0.045uiu/ml, repeated twice gave 0.045 and 3.76uiu/ml. Erroneous result was reported, patient was not adversely affected. The field service representative was unable to determine root cause but noted, he adjusted the sampling probe position and checked the rack loader position. Performance tests performed which were within specification.